Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the definitive root cause of the faulty connector could not be determined. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
E1 address - line 1: (B)(6). The device was returned and evaluated, and the customer¿s allegation of image flickered was confirmed. Device evaluation found that there was no image due to a defective s7u connector. The additional evaluation findings are as follows: the battery on the printed circuit board had run out. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The olympus representative reported (on behalf of the customer) that the video system image flickered. The issue was found during reprocessing, and the diagnostic procedure (otolaryngology) was completed with the same device and without delay. The patient was not under anesthesia. There were no reports of patient harm.